Manufacturer narrative:
This report is submitted on september 15, 2023.

Event description:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on october 09, 2023.

Manufacturer narrative:
Correction: there was no device failure as previously reported. Device analysis report attached. This report is submitted on november 24, 2023.